Event description:
It was reported by service report that the fowler will not lower electronically or manually. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler down button.